Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf device code a180104 captures the reportable event of device foreign material present in device.

Event description:
It was reported that during the procedure, a hair-like substance was found in the unopened package. There were no patient injury reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf device code a180104 captures the reportable investigation results of device foreign material present in device. Block h11: the percuflex urinary diversion stent was returned inside the unopened pouch for analysis. The reported event of foreign material present in device will be confirmed. During visual and media inspection, a hair was found inside the pouch. A risk review was also completed and confirmed that this event type was defined and accounted during the product risk analysis to support acceptable risk benefits for the product. Therefore, all compiled information on this investigation determines that the most probable cause is manufacturing deficiency due to problem traced to manufacturing process.

Event description:
It was reported that during the procedure, a hair-like substance was found in the unopened package. There were no patient injury reported.